Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 414 mg/dl. The customer did not show symptoms. The customer felt fine. The customer treated with manual injection. Customer's blood glucose value was 414 mg/dl at the time of the call. Customer states they have been having some highs the last few days, but not every reading has been high until the day of the helpline call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer declined to check the device settings. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product is not expected to be returned for analysis.